Manufacturer narrative:
The field service engineer checked the gear pump and the water supply pump. He then cleaned the incubator bath, the water container and decontaminated the reagent and sample probes. He also checked the cell rinse volume. Precision studies and an instrument check were performed and they were within specifications. There was no indication of a general product problem with the reagents/quality controls or calibrators. No further issues were reported after the service visit. The root cause was consistent with a maintenance issue.

Event description:
We received an allegation about discrepant hba1c results from 1 patient sample tested on a cobas c513 analyzer. Initial result: 9.42 %. The initial result was reported to the patient and the sample was then repeated. On (B)(6) 2024: repeat result: 4.96 %. The repeat result was deemed to be correct.

Manufacturer narrative:
The hba1c reagent lot number was 76562801 with an expiration date of 31-may-2025. The field service engineer visited the customer's site and found no issue with the instrument. The investigation is ongoing.